Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that during a procedure to upgrade an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the new left ventricular (lv) lead was advanced easily, with stable positioning. Subsequent lead testing showed the impedance to be greater than 3,000 ohms and no pacing vector available, despite correct lead placement. The lead was exchanged for a different model, and the impedance and capture thresholds were normal, with multiple pacing vectors. The procedure was completed without adverse effects. The lead is expected to be returned for analysis.